Event description:
Device returned for analysis with report of "apparent dead battery - telemetry read correctly but found 16 cc in reservoir. Stopped infusing. "Add'l info from home care patient indicates that pt had an episode of symptoms of drug withdrawal in august and was hospitalized for one day. Pain also returned after that date.